Manufacturer narrative:
(B)(4). Information unavailable. Additional information what is meant by er320 "misfired?" According to customer the alleged misfiring caused the duct to be cut by the product during the procedure. Please provide more details regarding specific issue that occurred with device. Was "cut duct" repaired during initial procedure with covidien device or did patient come back to surgery for reoperation to repair "cut to duct?" According to customer the ¿cut duct¿ occurred during the initial procedure was there any change to procedure? There was additional time used in the procedure. The covidien device was used to clip the duct was there any change to post-op patient care? Not aware. Was there any patient consequence? Not aware.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and "cut the duct." A competitors large clip was used to complete the procedure. There was no patient consequence reported.